Manufacturer narrative:
The approximate age of the device was 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple pump stops while on battery power. An ungrounded patient cable was used in the clinic for data collection and the patient was placed back on battery power. The patient also reported damage to the percutaneous lead that occurred the previous day, which had been repaired with electrical tape. The healthcare provider reported that the majority of the percutaneous lead was covered with electrical tape. Log file review by technical services confirmed that the pump stops were due to a phase to phase short, and noted an area of concern on an x-ray of the percutaneous lead, just distal to the exit site. An external percutaneous lead replacement was performed. The patient continued to experience pump stops, so a pump exchange was performed. The patient is recovering in the hospital, and no pump or surgery complication were reported. The patient will reportedly be discharged within one week post operative. No further information was provided.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the evaluation of the (B)(6) confirmed damage to the internal portion of the driveline wires that could have contributed to the pump stoppage events captured in the submitted log file. Additionally, the reported cosmetic damage to the patient's external portion of the driveline was confirmed, however, a specific cause for this damage could not be conclusively determined through this investigation. Furthermore, thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. The remainder of the dl was returned in three segments measuring approximately 2¿, 7¿, and 31¿, respectively. A repair site was observed from a previous distal-end repair on the 31¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6) a pink, tissue-like deposition surrounding the bearing ball was observed within the proximal-side of the outlet stator. Its lack of concentric layering indicated that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while (B)(6) was supporting the patient. The evaluation of (B)(6) could not conclusively determine a cause for the development of the observed thrombus formation. Upon removal of the deposition, the pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement had been performed on 29jun2019 and the replaced portion of the dl was returned in one segment measuring approximately 16¿. Electrical continuity testing of the returned dl was conducted and all wires were found to be electrically intact. Visual examination of the underlying wires revealed no evidence of damage or wear to their insulation. Additional hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The pump-end segment as well as the three distal portions of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Visual examination of the 7¿ dl segment revealed breaches to the yellow, green, orange, and black wires approximately 1¿ from the proximal end. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining driveline sections revealed no obvious breaches to the wires. The remaining driveline sections were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow, green, orange, or black wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the alarms and pump stops captured in the log files. These events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power. No further information was provided. The manufacturer is closing the file on this event.